Event description:
The pt's c1 device was explanted due to need for MRI. There are no reported device related problems. However, the pt has not been using the device with the external equipment. There are no present plans to reimplant this pt.